Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the lens had a manufacturing defect, with one of its haptics not deploying and fracturing, with patient contact. The surgery was completed with the same diopter, same model and same company replacement lens with no patient harm. Additional information has been requested.